Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery drawer was broken and contaminated. Analysis also found the upper case and lower case were dented and contaminated. Ring cover and ring were missing, battery contacts were compressed, keyboard was scratched, serial number label was torn, bail covers were contaminated, and the lead flex cover was corroded. (B)(4).